Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a whitescreen error. There were no reported adverse pt events or delays in therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.